Event description:
The customer reported via phone call that she had issues with the buttons on her insulin pump. Customer stated that she received a button error alarm. Customer's blood glucose was 144 mg/dl at the time of the incident. Customer stated that she thinks she slept on the pump. Customer mentioned that she was released from the hospital not too long ago, but it was not due to a diabetic issue. Customer stated that she had to undergo surgery. Customer had a low reservoir alert first and then she received a button error alarm. Customer took the battery out and placed it back in. Customer could not clear the battery out limit alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.